Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient called in because it is not working and they are having trouble. The patient said their trial worked beautifully and they were in heaven as the patient went from going 12-14 times down to 5-6 in 24 hours. They though the ins would work like a charm, but it hasn't. It is not working anywhere near as well as the trial. It's worse now than before implant/trial as they have no control of frequency or urgency. The patient states they can kind of control frequency but not urgency. All of a sudden, it will get to them and they can't walk that fast. By the time they get to the bathroom, it's too late. As a result of the event, the patient has had to wear depends. The consumer has tried changing programs and making amplitude adjustments. They spoke with their manufacture representative (rep) a few times as well. During the call, they used the patient programmer (pp) to sync to the ins which showed stimulation was on and set to program 1 at 4.5v. They feel stimulation and have the ability to change programs and/or adjust stimulation so stimulation was increased to 5.0v. It was reviewed that it takes time for body to respond to therapy, therefore titrations should be discussed with their healthcare provider (hcp). They were also redirected to their hcp if the problem does not resolve; therapy, use of different programs, stimulation sensation, and therapy settings was reviewed. They are scheduled to meet with their hcp on (B)(6) 2017. The following event is considered a sudden change in therapy/symptoms. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Update to initial aware date. The aware date of the initial report was (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that they had tried all different programs and they still were not getting the same relief as they did with the trial. The patient stated they were getting way less than 50% relief with the implant, and the trial worked so great they were excited for the implant and now they were disappointed. The patient was redirected to their healthcare provider for the next step and noted a follow up appointment on (B)(6) 2017. No further complications were reported.